Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patients blood glucose on (B)(6) 2016 was 600 mg/dl with large ketones, abdominal pain, extreme thirst, excess urination, nausea, symptoms of dehydration, and vomiting. The reporter noted the patient was hospitalized and were treated with insulin via injection, and intravenous fluids. It was noted that the pumps settings were not recently changed and the patient remained on pump therapy. During troubleshooting, it was reported that the pump experienced a radio-frequency communication issue that was attributed to use error. There was no indication or allegations of a device malfunction. This complaint is being reported because the serious injury was attributed to a use error.